Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to a sudden weakening of the implant magnet leading to retention issues. Device investigation of the explanted device confirmed a demagnetization/remagnetization of the internal magnet which can only occur if the implant is exposed to a strong magnetic field. However, no such event as e.g. Magnet resonance imaging has been reported. Review of the device history record confirmed that the device was released according to specification. A cause for the demagnetization/remagnetization of the internal magnet remains unknown. Other mechanical damages found during device investigation are attributable to the removal surgery. This is a combined initial and final report.

Event description:
The recipient reported retention issues with the audio processor. If the audio processor was placed on the right position, the user could hear with the device. However, the audio processor did not stay in place and fell. The recipient was using a rondo strength 1 magnet. It was also tried to use a rondo strength 4 magnet, but it didn't stick at all. The skin flap was not measured but the recipient had been very thin. The recipient was re-implanted.